Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. Manufacturing review: the device history record review could not be performed since the lot number of the device was not provided. Investigation summary: the sample was not returned for evaluation and image was not provided for review. In this case, an aneurysm sack was identified. Based on the information available a potential relation to the device or a potential device deficiency could not be verified. The device was used off-label; however, there is no evidence that may relate the off-label use with the reported event. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the potential complications, which may occur during or after the implantation of the stent graft, the instructions for use includes: restenosis, thrombosis, among others. Based on the labeling supplied with this product the instructions for use states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five hundred and sixty three days post stent placement in the right internal iliac artery to treat an aneurysm, the patient had an adverse event of aneurysma sack. No further intervention was performed. The event was assessed as being likely related to the device. The current status of the patient is unknown.